Event description:
Healthcare professional (hcp) reported that a patient was injected with 2 syringes of juvéderm® volux® into the cheek. Six months later, presented with "lumps and redness and pain in the area". Hcp reported "delayed inflammatory reaction". Patient was prescribed ciprogis and clindamycin. Two months later, patient returned and the hcp diagnosed "gialoronidas injection". After the injection, patient complained about redness and nodules in the treated area. Symptoms on going.

Manufacturer narrative:
Clarifications to e.1.: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.